Event description:
The customer reported to olympus, during a laparoscopic colorectal surgery, the subject device was not working, the image disappeared and had a communication error, e221. The procedure was converted to an open surgery and completed successfully. The patient is reported as doing "fine." The olympus field service engineer inspected the device and was able to replicate the issue with e221 camera communication error.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: error e221 (no image) reproduced. Cable and switch failed the leak test. The labels on the rear cover were vanished. The coupler was corroded. The focus ring and coupler unit were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported events could not be determined. However, it is likely that the procedure was changed to an unexpected open surgery because the error (e221) occurred and the image was lost. In addition, error (e221) occurs when communication between the camera head and the processor fails. It is likely that the error (e221) and image loss occurred due to a faulty cable and a faulty charge-coupled device (ccd). The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.